Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2014 with the following findings: evaluation revealed that the last basal delivery was on (B)(4) 2014 14:00, reported date of (B)(4) 2011 is overwritten. The total daily dose (tdd) adds up and reflects the programmed basal rate target. The pump reflected 24u after a 24hr on 1u/hr duration test, no eaw occurred during the investigation. The product delivers within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011 the patient was found unresponsive by his father. The patient's father gave him an injection of glucagon and contacted emergency services. When paramedics arrived, the patient's blood glucose level was tested to be 40 mg/dl. The patient was transported to and admitted to the hospital, and received treatment with intravenous dextrose. Troubleshooting revealed the pump's history showed all bolus/basal totals were delivered accurately and correctly as programmed, all pump settings were correct and the basal rate was set correctly. It was also determined the pump's time was incorrect by one hour. There was no evidence the pump was not accurately delivering insulin. However, as the patient suffered symptoms suggesting severe hypoglycemia and received emergency medical attention and admission to the hospital while using the pump, this complaint is being reported.